Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 indicating consecutive motor stalls, and the user noted the alert persisted despite multiple restarts until guided troubleshooting identified an issue with the external infusion supplies. Symptoms included no reported clinical effects. Outcomes included restoration of insulin delivery after the user replaced the cartridge, connector, tubing, and infusion set, performed a dry run to 120 units, verified drops at the connector, inserted a new infusion set, and resumed delivery. Investigation included remote troubleshooting, supply replacement, and functional verification through a successful dry run and priming. Investigation of this case revealed that the device itself functioned as intended after supply changes, indicating the likely source was the infusion supplies or flow path rather than the pump¿s internal motor or driver. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related flow obstruction or misassembly that resolved with complete supply replacement.